Manufacturer narrative:
An event regarding wear of an unknown liner was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: all records were reviewed by a clinician who found no evidence the event was related to design, manufacturing, or material. -device history review: not performed as no lot ID was provided for review. -complaint history review: not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined because device information was not provided and the device was not returned for evaluation. All medical records were reviewed by a clinician who indicated, "after eighteen years in situ in this large, male patient, some poly wear and osteolysis is not unexpected. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this late clinical situation." Additional patient medical records, device information and return of the explanted components would be required for further review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Worn poly liner. Left stem/swapped head. Removed cup/liner replaced with competitor implant.

Event description:
Worn poly liner. Left stem/swapped head. Removed cup/liner replaced with competitor implant

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown howmedica cup poly insert. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer